Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6). Per tandem's user guide, "insulin should be at room temperature before filling cartridge." Per tandem's user guide, "only use the syringe and needle provided by tandem diabetes to fill the cartridge."

Event description:
It was reported that the customer experienced elevated blood glucose levels (368 mg/dl), and large ketones. Customer had a kinked cannula and noticed air bubbles present in tubing. Reportedly, the customer used cold insulin pens to fill the cartridge. Trouble shooting was performed and air bubbles were successfully expelled. Customer was treated with an insulin drip and fluids.